Manufacturer narrative:
Updated fields: d8, d9-date returned to mfg., h3-device evaluated by mfg., h3-evaluation summary attached, h3-device returned to mfg., h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed due to a faulty charge-coupled device (ccd). In addition, the device evaluation failed the leak test due to a cut in the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had no image when plugged in. The issue occurred during set up for an unspecified procedure. The procedure was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image when plugged in. The issue occurred during set up for an unspecified procedure. The procedure was completed using another similar device. There were no reports of patient harm.